Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient had a hematoma at the access site. The clinical representative confirmed that two units of blood products were given to the patient. Additionally, the patient had ventricular tachycardia (vt) during support. The patient continued on support until the patient was bridged to transplant. The patient received a heart transplant and was reported to be doing well.